Event description:
Wheel bearing has cut, with the consequence that the walker has lost the wheel. The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in (B)(6).